Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary: the product has not returned to j&j medtech orthopaedics, however a photo was provided for evaluation. Visual inspection of the returned photo found no observations pertaining to the nature of the reported event or any other anomaly. The overall complaint was not confirmed as the observed condition of the vapr coolpulse90 electrode would have not contributed to the complained device issue. Based on the findings, the investigation could not draw any conclusions and no potential cause about the reported event can be established due to the insufficient evidence provided. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during a rotator cuff repair surgical procedure it was observed that when using the vapr coolpulse90 electrode device the articulation cavity had many bubbles, and there was no force of suction. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the tip with signs of activation. The shaft, handle, cord and plug did not show any signs of damage. A functional test was performed, the device was connected to the test generator, the electrode was immediately recognized. The ablation and coagulation functions were activated using the footpedal, the electrode worked as intended for the ablation and coagulation functions. The electrode will be sent to the manufacturer for further evaluation. A visual inspection of the device was performed; as a result, device was received in the shelf carton box packaging, the activation tip had signs of use and was blocked by tissue debris, saline residue was visible in the suction tube. The device passed the electrical testing but failed the flow rate functional testing. During further investigation, additional unblocking techniques and further 2 min activation for ablation and coagulation. The flow rate check could not be achieved even after activation and additional unblocking techniques. Bubbles are typically seen when suction flow rate is low, blocked or completely off. The physical complaint device was returned and investigated by atl UK. From internal investigation performed on the returned complaint device, were able to confirm the customer reported event that during surgery, it was confirmed that the suction was clogged when product in question began to be used. The device was found to fail flow rate test specifications both prior to and after activation, and the flow rate check could not be achieved after activation and with additional unblocking techniques. The investigation shows the blockage experienced by the end user is confirmed and can be attributed by procedural tissue debris. In the last 12 months a total 46,467 vapr coolpulse90 electrode were shipped. A review of our complaint records over the last 12 months to assess the frequency for this failure mode shows this reported defect to be of low occurrence with 6 confirmed failures where the device suction has become blocked by tissue debris including this complaint device which is as anticipated in the risk analysis. Our analysis shows that the frequency (1 complaint in 7,745 sales) is below the anticipated rate of failure detailed in the ra risk management document 910216-cp. Therefore, the severity and frequency are as anticipated in the risk documentation and remain as alra. As the grid rating is alra and this is a low occurrence incident, no further action is required at this time. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue. Based on the investigation findings, the potential cause for the device observed condition could be traced to the procedural variables, such handling of the device or product interaction during procedure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.